Event description:
On 10/7/97, co learned tha talthough the exact source of the infection was still unknown, the graft involved in the incident was cat number 175208, batch number 136134.

Manufacturer narrative:
The uf/dist report #, initially reported in error by the user facility, has now been corrected in section f, 2 of this form, and has now been updated in co internal database.